Event description:
Procedure type: urological/gynecological. According to the reporter: the pt underwent surgery for treatment of pelvic organ prolapse, stress urinary incontinence and other symptoms. Allegedly, the pt experienced pain, injury and has undergone corrective surgery. According to the admission record and procedure/discharge note, the pt's preoperative and postoperative diagnoses included stress urinary incontinence and third degree rectocele, and the procedure performed included transvaginal tape urethropexy, posterior vaginal wall graft, posterior vaginal colpopexy, and cystoscopy.

Manufacturer narrative:
(B)(4). MDR ref#: 9617613-2011-00063 (pelvicol). Note: this report corresponds with bard's report (B)(4) for a "uretex."